Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the light source cable being disconnected. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. The customer changed the lamp, tried on different scopes, changed the brightness and the cables were checked. Tac instructed the customer to make sure they were white balancing scopes. Tac also instructed the customer to cycle power, make sure auto was selected, not manual under brightness. Tac also advised customer on how to "shock" the white balance and to balance against red or blue, then white balance again using the cup or gauze. Tac recommended no hot swapping. The device will not be returned as the issue was resolved. It was discovered that the light source cable was unplugged. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, there was glare when the evis exera iii video system center was close to the intestinal wall. When the doctor pulled the scope back, he was able to see. This has been going on for a week there were no reports of patient harm associated with this event.